Event description:
It was reported that the lead ((B)(4)) was attempted but could not be implanted as the patient did not have any atrial activity and a good location could not be found for the lead. The ventricular lead ((B)(4)) was attempted but could not be implanted as it kept dislodging. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.